Event description:
It was reported that a mantis long construct 110 deg rod inserter metal tip disengaged intra-operatively. There were no adverse consequences to the patient.

Manufacturer narrative:
Visual inspection: visual inspection confirmed that tip of the returned inserter is missing. The hex tip was confirmed to be separated from the anvil. Weld analysis was performed and a fillet weld was present as specified on the drawing. Eds analysis on the anvil and hex tip both met the specification on the print. No material or manufacturing defects were found. Material analysis on similar device for similar complaint was performed. Device and complaint history records were reviewed for lot # 10h223. No relevant manufacturing issues were identified as all units met stryker specifications and no similar complaints were identified. Upon DHR review, the instrument was found to be more than seven years old. Per email correspondence with the company representative in the field, the instrument was used very often. The general instrument IFU states that: the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. The possible root cause of this event is normal wear and tear of the instruments. The possible root cause of this event is normal wear and tear of the instruments.

Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
It was reported that a mantis long construct 110 deg rod inserter metal tip disengaged intraoperatively. There were no adverse consequences to the patient.